Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (time/date issue) issue. Reportedly, the time and date resets on the demo pump. The reporter did not say if the time/date reset was after battery change and/or reboot. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/21/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/14/2014 with the following findings: visual inspection of the pump found no cosmetic damages. Review of black box data did not find any records of time keeping issue. The pump powered up and functioned properly. The pump passed a timekeeping accuracy test and was keeping time accurately. The investigation was unable to verify or duplicate the reported delivery issue.